Event description:
It was reported that (1)hp052 was used during an unknown procedure. It was reported by the rep that a note indicated that harmonic scalpel system was not working, so a second generator was attached to the handpiece and system worked. No indication of the blade used was given. There was no consequence to patient. 02/26/2001, it was reported by the rep a second handpiece was used, not a second generator.